Event description:
It was reported that a large volume infusor leaked from the filling port. This malfunction occurred while the device was being stored. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.the sample was returned for evaluation. A visual inspection, and upon removal of the fill-port cap, it was identified that the device was backflowing and leaking out of the fillport. The device was disassembled and examined. A glass fragment (approximately 1.2 mm in length) was found under the check-band. If additional relevant information is obtained, then a follow-up MDR will be submitted.